Event description:
It was reported that patient underwent a left total hip arthroplasty utilizing an acetabular cup inserter on (B)(6) 2014. During the procedure, the tip of the inserter fractured. The fractured piece was removed from the patient's wound and there was no delay in the procedure as a result.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Examination of returned device was inconclusive; lot number could not be located to confirm product was in design specifications.